Event description:
It was reported that failure to remove, device break, and vasospasm occurred. A sentinel cerebral protection system (cps) was used for embolic protection during a transcatheter aortic valve replacement (tavr). The sentinel cps was successfully used during the procedure. Upon withdrawal of the sentinel cps, it became stuck in the radial sheath. Several attempts were made to remove the device. A radial cocktail of anti-spasm medication was given, and the sentinel cps and radial sheath were successfully removed as a unit. The sentinel cps broke at a location inside the radial sheath during the removal attempts. There was no patient harm. It was suspected that a vessel spasm contributed to the difficulty removing the sentinel cps.